Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided ascites percutaneous drainage catheter placement procedure. It was reported that prior to procedure, the length of trocar needle was allegedly found longer than catheter too much. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photo was provided for review. The first photo shows view of drainage catheter in which thread was coming out from hub hole and distal thread hole and the trocar needle was partially loaded in to the catheter. The second photo shows view of drainage catheter in the trocar needle was partially loaded in to the catheter. The third photo shows view of drainage catheter in which thread was coming out from hub hole and the trocar needle was loaded in to the catheter and the provided photo was unclear to determine if trocar needle was protruding from catheter tip. Therefore, the investigation is inconclusive for reported the length of trocar needle was longer than catheter issue as provided photos are not sufficient to confirm the issue for all the three device. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI)), g3, h6 (component, method, result, conclusion). Section a through: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided ascites percutaneous drainage catheter placement procedure. It was reported that prior to procedure, the length of trocar needle was allegedly found longer than catheter too much. There was no patient contact.